Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are ¿ capsular contracture: unable to observe. ¿ crease/folding of implant: creases observed on the device.

Event description:
Physician reported right side capsular contracture, baker grade IV, and a radial fold diagnosed via ultrasound. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device. The excised capsule was sent for anatomopathological analysis which found fibrosis in relation with the periprosthetic capsule and cd30 negative lymphoid component.

Manufacturer narrative:
Continued e1: phone number: (B)(6) a review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Physician reported, capsular contracture, baker grade IV. Device has been explanted and replaced with a non-abbvie device. This relates to the right side.